Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4)) on 22-may-2019. The most recent information was received on 30-aug-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("a lot of pain / it feels like a knife getting pushed") in an adult female patient who had essure inserted for contraception. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), abdominal pain lower ("right ilaca fossa pain"), dysmenorrhoea ("pain is 100 times especially when I am due my period"), dysgeusia ("metal taste in mouth") and hot flush ("hot flushes"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy will be performed). At the time of the report, the pelvic pain, dysmenorrhoea, dysgeusia and hot flush had not resolved. The outcome of abdominal pain lower was unknown. The reporter considered dysgeusia, dysmenorrhoea, hot flush and pelvic pain to be related to essure administration. No causality assessment was received for essure with regard to abdominal pain lower. The reporter commented: pain is so marked that patient can barely walk, especially at time of ovulation each month. Physician stated that she will have hysterectomy and salpingectomy; pathology will be requested to determine whether or not there is an ongoing inflammatory process within the tubes. The investigations confirmed a midly elevated crp and esr. White cell count was normal. Diagnostic results (normal ranges are provided in parenthesis if available): [alanine aminotransferase] (date unknown): elevated. [Gamma-glutamyltransferase] (date unknown): elevated. [Ultrasound scan] (date unknown): good positioning of the device. [X-ray] (date unknown): good positioning of the device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 22-may-2019. The most recent information was received on 14-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('a lot of pain / it feels like a knife getting pushed') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain lower ("right ilaca fossa pain"), dysmenorrhoea ("pain is 100 times especially when I am due my period"), dysgeusia ("metal taste in mouth") and hot flush ("hot flushes"). The patient will be treated with surgery (hysterectomy and bilateral salpingectomy will be performed). At the time of the report, the pelvic pain, dysmenorrhoea, dysgeusia and hot flush had not resolved and the abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower with essure. The reporter considered dysgeusia, dysmenorrhoea, hot flush and pelvic pain to be related to essure. The reporter commented: pain is so marked that patient can barely walk, especially at time of ovulation each month. Physician stated that she will have hysterectomy and salpingectomy; pathology will be requested to determine whether or not there is an ongoing inflammatory process within the tubes. The investigations confirmed a midly elevated crp and esr. White cell count was normal. Diagnostic results (normal ranges are provided in parenthesis if available): alanine aminotransferase - on an unknown date: elevated. Gamma-glutamyltransferase - on an unknown date: elevated. Ultrasound scan - on an unknown date: good positioning of the device. X-ray - on an unknown date: good positioning of the device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: indication for essure added. Event right iliaca fossa pain added. Physician stated that she will have hysterectomy and salpingectomy; pathology will be requested to determine whether or not there is an ongoing inflammatory process within the tubes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 22-may-2019. The most recent information was received on 30-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('a lot of pain / it feels like a knife getting pushed') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and medically significant), dysgeusia ("metal taste in mouth"), hot flush ("hot flushes") and dysmenorrhoea ("pain is 100 times especially when I am due my period"). Essure treatment was not changed. At the time of the report, the pelvic pain, dysgeusia, hot flush and dysmenorrhoea had not resolved. The reporter considered dysgeusia, dysmenorrhoea, hot flush and pelvic pain to be related to essure. The reporter commented: pain is so marked that patient can barely walk, especially at time of ovulation each month. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: patient¿s date of birth provided; essure was inserted on (B)(6) 2012; pain is 100 times especially when I am due my period was added as event; patient stated that the pain was a thousand times worse and she could not even stand up straight and was admitted to hospital (or have to stay longer in hospital) because of it. She was rushed in hospital thinking it was her appendix and it turned out it wasn¿t. Outcome of events was updated to not recovered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 22-may-2019. The most recent information was received on 14-oct-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('a lot of pain / it feels like a knife getting pushed') in an adult female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain lower ("right ilaca fossa pain"), dysmenorrhoea ("pain is 100 times especially when I am due my period"), dysgeusia ("metal taste in mouth") and hot flush ("hot flushes"). The patient will be treated with surgery (hysterectomy and bilateral salpingectomy will be performed). At the time of the report, the pelvic pain, dysmenorrhoea, dysgeusia and hot flush had not resolved and the abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower with essure. The reporter considered dysgeusia, dysmenorrhoea, hot flush and pelvic pain to be related to essure. The reporter commented: pain is so marked that patient can barely walk, especially at time of ovulation each month. Physician stated that she will have hysterectomy and salpingectomy; pathology will be requested to determine whether or not there is an ongoing inflammatory process within the tubes. The investigations confirmed a midly elevated crp and esr. White cell count was normal. Diagnostic results (normal ranges are provided in parenthesis if available): alanine aminotransferase - on an unknown date: elevated. Gamma-glutamyltransferase - on an unknown date: elevated. Ultrasound scan - on an unknown date: good positioning of the device. X-ray - on an unknown date: good positioning of the device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: indication for essure added. Event right iliaca fossa pain added. Physician stated that she will have hysterectomy and salpingectomy; pathology will be requested to determine whether or not there is an ongoing inflammatory process within the tubes. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4)) on 22-may-2019. The most recent information was received on 09-nov-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("a lot of pain/it feels like a knife getting pushed") and salpingitis ("chronic tubal inflammation") in an adult female patient who had essure inserted (lot no. 50656873) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abdominal pain, anxiety, taste metallic, skin eruption, panic attack, tonsillectomy, cholelithiasis, epigastric pain, epigastric pain, depression, menses irregular, excess sweating, hot flushes, nausea, irritable bowel syndrome, right lower quadrant pain and parity 2. Did not have immediate pain after procedure. Concomitant products included nsaids and fluoxetine. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2019. An unknown time later she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), salpingitis (seriousness criterion medically important), abdominal pain lower ("right ilaca fossa pain"), dysmenorrhoea ("pain is 100 times especially when I am due my period"), dysgeusia ("metal taste in mouth") and hot flush ("hot flushes"). The patient was treated with sertraline as well as surgery (hysterectomy and bilateral salpingectomy will be performed). At the time of the report, the pelvic pain, dysmenorrhoea, dysgeusia and hot flush had not resolved. The outcomes for salpingitis and abdominal pain lower were unknown. The reporter considered abdominal pain lower, dysgeusia, dysmenorrhoea, hot flush, pelvic pain and salpingitis to be related to essure administration. The reporter commented: pain is so marked that patient can barely walk, especially at time of ovulation each month. Physician stated that she will have hysterectomy and salpingectomy; pathology will be requested to determine whether or not there is an ongoing inflammatory process within the tubes. The investigations confirmed a midly elevated crp and esr. White cell count was normal. Diagnostic results (normal ranges are provided in parenthesis if available): [alanine aminotransferase] (date unknown): elevated. [Gamma-glutamyltransferase] (date unknown): elevated. [Pathology test] on (B)(6) 2019: specimen: uterus resection/fallopian tube/fallopian tube clinical details: hysterectomy for pain following essure sterilization chronic tubal inflammation surrounding devices. Gross description: sterilization clips are present on both tubes. Diagnoses: uterus and cervix. Proliferative phase endometrium. No evidence of neoplasia. Bilateral fallopian tubes. No evidence of inflammation or neoplasia. [Ultrasound scan] on (B)(6) 2017: normal appearance of the uterus and endometrium. There is an intrauterine contraceptive device in situ. Normal appearances of both ovaries without any significantly enlarged cysts seen. There is no free fluid within the pelvis. The appendix was not identified; on (B)(6) 2019: conclusion: conclusion: 2.3 x 1.0 cm collection in the gallbladder fossa thought to be associated with recent cholecystectomy dated (B)(6) 2018 no other significant finding; (date unknown): good positioning of the device. [X-ray] on (B)(6) 2017: abnormalities have been identified. Essure devices noted; (date unknown): good positioning of the device. The most recent follow-up information incorporated above includes data received on: 09-nov-2023: medical record received. Event salpingitis added. Lot number, medical history concomitant drugs, lab data including surgical pathology report, product indication, essure removal date and reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4)) on 22-may-2019. The most recent information was received on 30-jan-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("a lot of pain/it feels like a knife getting pushed") and salpingitis ("chronic tubal inflammation") in an adult female patient who had essure inserted (lot no. 50656873) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abdominal pain, anxiety, taste metallic, skin eruption, panic attack, tonsillectomy, cholelithiasis, epigastric pain, epigastric pain, depression, menses irregular, excess sweating, hot flushes, nausea, irritable bowel syndrome, right lower quadrant pain and parity 2. Did not have immediate pain after procedure. Concomitant products included nsaids and fluoxetine. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced pelvic pain (seriousness criteria hospitalisation, medically important and intervention required), salpingitis (seriousness criterion medically important), abdominal pain lower ("right ilaca fossa pain"), dysmenorrhoea ("pain is 100 times especially when I am due my period"), dysgeusia ("metal taste in mouth") and hot flush ("hot flushes"). The patient was treated with sertraline as well as surgery (hysterectomy and bilateral salpingectomy will be performed). At the time of the report, the pelvic pain, dysmenorrhoea, dysgeusia and hot flush had not resolved. The outcomes for salpingitis and abdominal pain lower were unknown. The reporter considered abdominal pain lower, dysgeusia, dysmenorrhoea, hot flush, pelvic pain and salpingitis to be related to essure administration. The reporter commented: pain is so marked that patient can barely walk, especially at time of ovulation each month. Physician stated that she will have hysterectomy and salpingectomy; pathology will be requested to determine whether or not there is an ongoing inflammatory process within the tubes. The investigations confirmed a midly elevated crp and esr. White cell count was normal. Diagnostic results (normal ranges are provided in parenthesis if available): [alanine aminotransferase] (date unknown): elevated. [Gamma-glutamyltransferase] (date unknown): elevated. [Pathology test] on (B)(6) 2019: specimen: uterus resection/fallopian tube/fallopian tube clinical details: hysterectomy for pain following essure sterilization chronic tubal inflammation surrounding devices. Gross description: sterilization clips are present on both tubes. Diagnoses: uterus and cervix proliferative phase endometrium. No evidence of neoplasia bilateral fallopian tubes. No evidence of inflammation or neoplasia. [Ultrasound scan] on (B)(6) 2017: normal appearance of the uterus and endometrium. There is an intrauterine contraceptive device in situ. Normal appearances of both ovaries without any significantly enlarged cysts seen. There is no free fluid within the pelvis. The appendix was not identified; on (B)(6) 2019: conclusion: conclusion: 2.3 x 1.0 cm. Collection in the gallbladder fossa thought to be associated with recent cholecystectomy dated (B)(6) 2018 no other significant finding; (date unknown): good positioning of the device [x-ray] on (B)(6) 2017: abnormalities have been identified. Essure devices noted; (date unknown): good positioning of the device. Lot number: 50656873. Manufacture date: 2012-04. Expiration date: 2015-04. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 22-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('a lot of pain / it feels like a knife getting pushed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), dysgeusia ("metal taste in mouth") and hot flush ("hot flushes"). Essure treatment was not changed. At the time of the report, the pelvic pain, dysgeusia and hot flush outcome was unknown. The reporter considered dysgeusia, hot flush and pelvic pain to be related to essure. The reporter commented: pain is so marked that patient can barely walk, especially at time of ovulation each month. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.